Event description:
The syringe is mislabeled. When did the incident occur? During use. Bd plastipak syringes in 50 ml have an error on the number of ml in the syringe. The deviation is about 1 ml. Compared to braun omnifix 50 ml syringe, as well as braun omnifix 10 ml syringe. Bd plastipak shows that there is a content of 9 ml in the syringe, while braun omnifix shows 10 ml

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. During the barrel printing process, operators periodically verify the volume accuracy with a pass/non pass gauge. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.